Event description:
Related manufacturer reference number: 1627487-2021-19173. Related manufacturer reference number: 1627487-2021-19174. Related manufacturer reference number: 1627487-2021-19176. It was reported that the patient was not receiving effective therapy from their systems, and that both of the patient's ipgs had reached end of life. As a result, the physician explanted both of the patient's ipg's and two of the patient's quattrode leads. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.